Event description:
The daughter of a female pt contacted lifecor customer support to report that one of the pt's battery packs will not charge. The daughter reports this battery pack displays a flashing red "bad battery" light when inserted into the charger. When this same pack is inserted into the monitor no charge bars are displayed in the battery indicator. The daughter reports the pt's other battery pack is fully charged. A replacement battery pack was provided to the pt.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. Battery pack was rec'd with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.